Event description:
It was reported that during a colonoscopy with the erbe equipment [i.e, erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) model vio 300 d, part number 10140-000, (B)(4)] a bowel explosion occurred which resulted in a perforation. The patient underwent surgery to repair the damage and is now fine. An investigation of the incident at the medical facility by hospital staff revealed that the patient did not follow proper instructions in the cleansing of his colon. In lue of a complete bowel preparation, the patient only used a fleet enema (note: the patient was not honest about following the proper bowel preparation as directed by the clinicians.). As a result, only a small portion of the bowel near the rectum was cleansed. With the presence of endogenous gases, combustion occurred.

Manufacturer narrative:
No equipment problem was/is suspected to have caused or contributed to this incident. A review of the device history records (dhrs) for the argon plasma coagulator and electrosurgical unit did not reveal any anomalies. Since the bowel was not properly prepared, combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied, an explosion occurred. A warning in the user manuals state that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. The medical personnel were very aware of the complication and the importance of a proper bowel preparation. Nonetheless, further in-service work was performed at the facility on 08/19/08. No trends have been identified with this situation. Erbe USA, inc. Is now closing this file.